Event description:
It was reported by the pt's legal counsel that a tm monoblock tibia was implanted on (B)(6) 2007. On (B)(6) 2008, the pt had a revision, due to pain, of all components except for the tibial component. On (B)(6) 2009, the pt had all components revised, including the tibial component.

Manufacturer narrative:
It was noted in the info provided by the pt's legal counsel that all components were revised on (B)(6) 2009, but no reason or explanation were provided. At this time very little info is available to determine root cause. Should additional info become available, this report shall be updated.